Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical device: biomet microfixation ribfix screw, catalog #: ni, lot #: ni; therapy date: (B)(6) 2019. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was a revision due to the positioning bothering the patient. In the sternal procedure the surgeon used a rib plate to connect the rib and sternum together. The plate was removed in a revision due to the positioning bothering the patient. The surgeon stated it was not the plate's fault nor is he going to place another plate back in the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is considered confirmed as a revision was reported. Functional testing and inspections could not be performed due to the parts not being returned. No photographs, xrays, CT scans or physicianreports were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Nvestigation results concluded that the reported event was due to surgical positioning. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.